Event description:
It was reported that the water of the arctic sun device did not cool down. Per additional information via email from ibc on 29jan2024, they repaired the device on the customer site. The issue was cooling malfunction. And the defective part was chiller pump so they replaced the chiller pump. The issue was resolved. The defective part was chiller pump, and they replaced the chiller pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The device was evaluated upon receipt. T4 not cooling down. Replaced chiller pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per additional information via email from ibc on (B)(6) 2024, they repaired the device on the customer site. The issue was cooling malfunction. And the defective part was chiller pump so they replaced the chiller pump. The issue was resolved. The defective part was chiller pump, and they replaced the chiller pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.